Event description:
It was reported that the patient underwent tmj replacement surgery approximately three years ago. Subsequently, a revision was performed due to a notch on the bottom of the mandibular component which caused discomfort. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d1; d4; d6; g3; g6; h1; h2; h4; h6; h11 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. No problem found. The design of the device was reviewed by the designer, 3d systems; the tmjpm-4079 implants were designed with a notch on the bottom to wrap the patient¿s mandible. This design was revision c of the case, which was approved by the surgeon. Review of the DHR shows that all parts were designed and manufactured properly and found conforming per records. No issues were found during the manufacturing process, and the surgeon approved of the plan to have notches on the implants, no 3ds fault was identified. The reported event is confirmed for a notch as the product was designed/approved/manufactured with a notch present. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a6, b4, b5, g3, g6, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.